Event description:
After being used 12 times the depth measuring gauge allegedly broke. On (B)(6) 2014 the sales representative reported that the inner part of the depth gauge separated into two pieces; the gray thin part separated from the black part. The sales representative reported that there had been a surgical procedure prior to the event, but that the event happened during cleaning.

Manufacturer narrative:
Evaluation summary: the reported event of the weld bead breakage could be confirmed since the returned device matches the reported failure.this case is addressed by the scope of a CAPA.in terms of good will the customer will be provided with a credit note.

Event description:
After being used 12 times the depth measuring gauge allegedly broke. On (B)(6) 2014 the sales representative reported that the inner part of the depth gauge separated into two pieces; the gray thin part separated from the black part. The sales representative reported that there had been a surgical procedure prior to the event, but that the event happened during cleaning.

Manufacturer narrative:
Device will not be returned. If additional information becomes available, it will be provided on a supplemental report.